Event description:
It was reported that the patient was returned to surgery for a revision of her acetabular liner. She had recently been scheduled for a total hip on the other side and during the pre-op work up it was noted that the constrained locking ring had disassociated. She did not have any dislocations. The liner was converted to a pinnacle dual mobility. There was metallosis from contact on the summit stem trunnion. It was elected to retain the cup and stem. There was nothing broken, no loosening, delays or deficiencies. Time was not extended. Doi: (B)(6) 2019; dor: (B)(6) 2022; affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4) the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.